Event description:
The reporter called and stated the user's device result was 461 mg/dl compared to a professional meter of 122 mg/dl. She did not know how to treat the user. The results fall outside the acceptable zones on the consensus error grid. The reporter declined prouct replacement.